Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. One factory reset was recorded on 2024-02-08 at 9:44am. Audio setting was found to be logged as "off" on (B)(6) 2023 and all cgm alerts were logged as "true" (on) on (B)(6) 2023. All cgm alerts were logged as "false" (off) on (B)(6) 2024 but were reset to "true" (on) on (B)(6) 2024. No motor errors were found in logs and dosing accuracy was found to be within specification. Data for the described event on 2024-02-08 was reviewed: review of the ilet report and device logs show the user's cgm glucose was mildly elevated the evening prior to the reported event (peak cgm glucose 209 mg/dl, above range for approximately 2 hours). The ilet was found to deliver insulin appropriately in response to the user's cgm glucose levels. Insulin dosing decreased at 9:43pm the evening before, when cgm glucose was 188 mg/dl, and was eventually suspended at 11:29pm when cgm glucose was 97 mg/dl and slowly trending downwards. Cgm glucose went below range at 11:49pm, with the nadir cgm glucose of 39 mg/dl and a total of one hour and twenty minutes spent below 54 mg/dl. The cgm glucose returns to range at 1:59am. The ilet was appropriately triggering low glucose alerts throughout the event, starting at 11:49pm. These alerts were not acknowledged by the user throughout the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the engineering logs, no signs of malfunction were found with the ilet. The device did not make insulin delivery requests throughout the low event. The ilet did not resume requests for insulin until after cgm glucose readings were above 100mg/dl and not decreasing. All cgm glucose alerts were triggered appropriately. Based on review of the case notes, ilet report, and device logs, the potential assignable causes that contributed to this hypoglycemic event include turning the device volume off and setting the cgm glucose target lower than necessary. Review of each of the four events reported by this user shows a consistent pattern of slowly drifting into the hypoglycemic range while the target is set to lower, indicating a higher target setting (either usual or higher) should be used. The user received appropriate re-training and the device was factory reset and set to the usual target to address these issues.

Event description:
On 2/8/24 a beta bionics clinical diabetes specialist (cds) received an email from an ilet user reporting he has had several low blood glucose (bg) events requiring assistance. The email stated one event occurred on new year's day (1/1/24) which resulted in ems being called and another event occurred on 2/8/24 between 12am and 2am where his spouse had to administer glucagon. The email also mentioned "multiple" other episodes where nasal glucagon was administered but the user did not provide dates and times of those events. The user did not previously notify the cds, or his certified ilet trainer (cit), about these events. On 2/9/24 beta bionics customer care followed up with the user and confirmed the user had four low bg events where he required assistance: (B)(6) 2024 and 2/8/24. This medwatch report details the low bg event on 2/8/24. Additional medwatch reports detailing each separate event will be submitted. On 2/8/24 the ilet user experienced a low bg event. The user stated his bg dropped to 40 mg/dl. The user stated his wife had to give him nasal glucagon as he was unable to treat himself. On 2/8/24 the cds followed-up with the user and reviewed his ilet patient report. The cds noticed the user changed his overnight target to "lower" soon after his initial ilet training. This change seems to have contributed to the lows. Additionally, as the user began experiencing more lows, he started meal announcing inappropriately. The user stated he began giving frequent "less than" announcements for meals that were not less than his usual carbohydrate intake. This caused the ilet doses to adapt up, thereby exacerbating the lows. The cds and the user agreed to complete a factory reset, leave targets at usual, and begin announcing meals as recommended to allow doses to appropriately adapt. The cds reviewed treatment of lows, and both the user and his wife are aware he might still have lows after the factory reset and feel comfortable treating these promptly. The cds also discussed these issues with the user's clinic and endocrinologist, who agreed with the plan.